Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the de novo, eccentric and 80% stenosed target lesion located in the mildly calcified and mildly tortuous distal left anterior descending artery. An unspecified stent was implanted in the target lesion. Then using a direct stenting technique a 3.0x24mm promus element was advanced, but the first segment of the stent was damaged and the stent failed to cross the lesion. The procedure was completed with a different device and the implantation of a third unspecified stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the de novo, eccentric and 80% stenosed target lesion located in the mildly calcified and mildly tortuous distal left anterior descending artery. An unspecified stent was implanted in the target lesion. Then using a direct stenting technique a 3.0x24 mm promus element was advanced, but the first segment of the stent was damaged and the stent failed to cross the lesion. The procedure was completed with a different device and the implantation of a third unspecified stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Correction: device avail. For eval - changed from no to yes. A visual and microscopic examination identified distal stent damage. A strut on row 1 from the distal edge is severely misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).